Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 51mg/dl at the time of the incident. Another blood glucose level was 151 mg/dl. The customer was not assisted with troubleshooting for low blood glucose. It was unknown the symptoms related to low blood glucose such as nausea. The customer was treated with food. It was unknown auto mode on or not at the time of incident the customer will discontinue the use of the device. Frn-unk-rsvr, unomed inf set.